Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. 796893), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: overweight. Previously administered products included: for an unreported indication, depo-provera from may 2010 to august 2010. Concomitant products included: warfarin sodium (warfarin) since 11-jan-2018, for thrombosis nos as well as ethinylestradiol, ferrous fumarate, norethisterone acetate (loestrin fe). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (dysmenorrhea ("cramping")), menorrhagia (menorrhagia ("heavy menstrual bleeding")), depression ("psych injury/ psychological or psychiatric problems, condition: depression"), vaginal infection (bladder/urinary, problems: vaginal infection/ infection ("bladder/ urinary tract/vaginal"), type), vaginal haemorrhage (abnormal bleeding ("vaginal")). And anxiety ("psychological or psychiatric problems, condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy"). The patient was treated with nsaids and surgery, (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection and hypersensitivity had resolved. And the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for events: pelvic pain / abdominal pain, dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Bladder/urinary, problems: vaginal infection. Current weight: 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 28.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2011, total bilateral occlusion. Fallopian tubes were occluded. Lot number#: 796893, manufacturing date: 2010-10, expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020, quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 796893) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: depo-provera from may 2010 to august 2010. Concomitant products included warfarin sodium (warfarin) since (B)(6) 2018 for clot blood as well as ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe). On (B)(6) 2011, the patient had essure inserted. In may 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/ psychological or psychiatric problems, condition: depression"), vaginal infection ("bladder/urinary problems: vaginal infection/ infection (bladder/ urinary tract/vaginal) type"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergy"). The patient was treated with nsaids and surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection and hypersensitivity had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she received treatment for events pelvic pain / abdominal pain ,dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder/urinary problems: vaginal infection. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet was received. Lot number were added. Event added from pfs- abnormal bleeding (vaginal), mental anguish. And previously reported event-psych injury updated to event- depression. Reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and hypersensitivity ("allergy"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, menorrhagia, vaginal infection and hypersensitivity had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: she received treatment for events pelvic pain / abdominal pain, dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, bladder/urinary problems: vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter details updated and patient demographics and laboratory data were added. Updated essure indication. On (B)(6) 2018, she explanted essure. New events added- pelvic pain / abdominal pain ,dysmennorhea (cramping),back pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection, allergy. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.